Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on march 07, 2024.

Manufacturer narrative:
This report is submitted on january 15, 2024.

Event description:
Per the clinic, the patient experienced electrical discharge sensation, facial twitching and noise. Reprogramming attempts were made; however, the issue could not be resolved. The device was then explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.